Manufacturer narrative:
Product analysis: analysis noted that the external pulse generator (epg) lower case was damaged next to the battery drawer, the output connectors were broken, the keypad was delaminated, the main seal was damaged, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.